Event description:
The patient was undergoing a coil embolization procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the distal tip appeared to be damaged and was not used. The procedure successfully continued using a new neuron catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.